Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the rep had not met with the patient since, so they did not have any further information. It was noted that the rep was present during the implant and that it was positioned correctly with each electrode eliciting the proper response. It was unknown whether the patient was able to successfully recharge yet. The rep assumed that the patient would have the device removed, but were not aware of a procedure happening as of yet.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that no further diagnostic or other t roubleshooting was performed and the cause of the difficulty maintaining connection to recharge was not determined. The patient is not unable to properly recharge the device, even after consultation with tech support. At this time it was unknown whether device may be replaced or revised.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the recharging issue was not yet resolved. Rep noted the patient understood the equipment, that it wasn¿t user error, and did not appear to be recharger issue since he had tried also using his recharger. Patient weight is approximately 130 lbs.

Manufacturer narrative:
Continuation of d10: product ID: wr9220, serial# unknown, product type: recharger. Product ID: wr9220, serial# unknown, product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep called the doctor's office, and the patient had not been seen in doctor's office.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported that the patient reported seeing a 1707 error code and an error code potentially starting with a 96 when attempting to recharge. They attempted to reset the handset prior to calling. The patient was using the belt and tried over clothing and right on the skin. The patient stated they repositioned and still was not able to charge. On the call, the patient did not have the belt, so they placed the recharger over a thin layer of clothing and was able to charge without an issue. The stated the recharger was placed vertically rather than horizontally (like it was in the charging belt). The charge level went from 60 to 70% during the call and was excellent. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from a manufacturer representative (rep). The rep reported that the patient claims they were able to have one normal charge session after implant but since then they were finding they can¿t use their belt. The patient said they can only recharge if they press the charger against their implant. The caller reported the patient said the ins is adequately superficial. The patient is able to charge and charge fully but is dissatisfied. It was also reported that with the previous issue they also find that when they are charging and tries to use the recharger application the recharger loses connection with the ins. Technical services recommended the patient¿s pocket be evaluated. Additional information was received from a manufacturer representative (rep). The rep reported that when they were with the patient they tried to demo their wireless recharger and was having the same issues with a different recharger. Technical services transferred the rep to mobility to capture logs.